Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set's cannula being kinked on (B)(6) 2024. The site of insertion was located at abdomen, the patient also confirmed the introducer needle was ahead of cannula prior insertion. The issue was resolved by replacing infusion set and resuming insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.